Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with posterior repair, enterocele and cystoscopy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling and ams miniarc sling were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-06928. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic organ prolapse and stress urinary incontinence. It was reported that following insertion the patient experienced recurrence, dyspareunia, urinary and bowel problems, neuromuscular problems, vaginal scarring and gastrointestinal problems. It was reported that the patient underwent revision on (B)(6) 2010 due to post-op severe right groin pain. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.